Event description:
It was reported that a medical intervention was needed to perform a joint effusion of the left knee.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/ medical group concluded, all medical documents provided as of this date have been reviewed and considered and unless noted, do not identify a root cause or contribute to the clinical investigation. Therefore based on insufficient relevant information, no further clinical assessment is warranted. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.